Event description:
A malfunction was reported on the pump by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer was assisted by technical support in resetting the pump, and after resetting, the malfunction did not recur. The customer was informed to continue using the pump and to call back if the malfunction code appears again, which they understood and acknowledged.